Manufacturer narrative:
(B)(4) - initial report. Additional information, including operative notes, x-rays, activity level and medical history of the patient, if the patient followed correct post-op protocol and if the patient experienced any trauma, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximatively 9 months due to instability.

Event description:
Trinity revision after approximatively 9 months due to instability.

Manufacturer narrative:
(B)(4)- final report additional information, including operative notes, x-rays, activity level and medical history of the patient, if the patient followed correct post-op protocol and if the patient experienced any trauma, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. However, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported instability could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.